Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the information provided by the customer and indicated that the cuvette formation solenoid of the cuvette formation area is hot and has a safety warning label to alert the operator, as the cuvette manufacturing area has several points where it requires heat in order to form the cuvettes or seal cuvettes. The symbol for "burn hazard" is on a label affixed directly in front of the solenoid. The dimension exl operator's guide has a warning stating "all components in the cuvette manufacturing area can be extremely hot. Wait about five minutes for the components in this area to cool before continuing with this procedure." The instrument performed as expected. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl with lm instrument contacted a siemens customer care center (ccc) specialist and stated that she burned her hand on the cuvette formation solenoid while performing troubleshooting. The operator stated that a blister had formed and it popped open. The operator did not seek any medical intervention or treatment.